Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital. It was also reported that there was suspected loss of capture (loc) on the right atrial (ra) lead channel. Patient was seen in clinic and found to have elevated ra capture thresholds of 3.5v. Technical services (ts) analyzed presenting electrogram (egm) and recommended reprogramming options for troubleshooting. There was under sensing that lead to brady pacing delivered that was not required. Thresholds were programmed to 5.0v and it was noted that the health care professional (hcp) will continue to monitor the patient. No additional adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital. It was also reported that there was suspected loss of capture (loc) on the right atrial (ra) lead channel. Patient was seen in clinic and found to have elevated ra capture thresholds of 3.5v. Technical services (ts) analyzed presenting electrogram (egm) and recommended reprogramming options for troubleshooting. There was under sensing that led to brady pacing delivered that was not required. Thresholds were programmed to 5.0v, and it was noted that the health care professional (hcp) will continue to monitor the patient. No additional adverse patient effects were reported. Currently, this device remains in service. According to additional information, this device had migrated inside the patient's pocket which put traction on the lead. The physician reprogrammed this device in clinic. The ra lead was explanted while this ICD remains in service. No additional adverse patient effects were reported.